Event description:
Soap ejector was clogged. Instead of water flowing through ejector siphoning detergent from container, the water flowed into the soap container and overflowed spilling soapy water onto the floor. Operator slipped on floor bruising right elbow and hip. Also hit head on floor. This was a minor injury, but could have been a serious injury.